Manufacturer narrative:
The customer's stated problem was verified. Device displayed error 104, the motor will be replaced. (B)(4).

Event description:
It was reported that during use of a cadd-ms® 3 ambulatory infusion pump, system fault alarmed.